Manufacturer narrative:
On 05/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 06/10/2019, mentor received additional information about the event. The patient underwent explantation with no replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memoryshape breast implant 355cc gel breast prosthesis, catalog #3541258g, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memoryshape breast implant 355cc gel breast prosthesis developed pain and a burning sensation in her left breast. The patient reported an increasing burning sensation over time, and a hot feeling or sensation within the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.